Event description:
During remote follow up, crosstalk oversensing was observed. Abbott technical support was contacted and suggested reprogramming the device. The physician elected to take no further action. The patient was in stable condition.